Event description:
The crt primed a new crrt prisma circuit and placed it on the pt. Air was noted between the return pod and the bubble detector. The crt attempted to remove the air but the air continued to accumulate. The crt clamped off the tubing to the pt and reprimed the circuit with a new circuit. It did not pass, primed x3.